Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the keyboard was not working. Once the keyboard was replaced, the system then passed the system checkout and was found to be fully functional. Analysis on the returned keyboard resulted in a physical damage failure being found through visual/physical examination. Analysis stated that the keyboard had been pinched cutting open the cable jacket and severing most of the internal wires rendering the keyboard unusable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system was giving the site a "no keyboard detected" message. The site unplugged the keyboard and rebooted twice without resolution. There was no patient present when this issue was identified.